Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in anesthesia department the md was inserting the spring wire guide (swg) and during advancement it "got stuck." The md found it difficult to remove the swg and as a result, had to use force. The swg unraveled in three locations. Add'l info was received on (B)(6) 2011 from the complaint coordinator. Teleflex (B)(6) stating that the spring wire guide was inserted via the right vena jugularis. The md was able to insert the swg; however, removing it from the catheter was when the resistance began. The md confirmed that the swg was unraveled in three locations and the md also confirmed that the swg was removed in its entirety. The pt did not have a tortuous anatomy. The md followed the instructions for use from inserting of the swg to removing the swg. There was no reported pt death or injury. Medical/surgical intervention was not required. The md used another set successfully. There were no reported pt complications. The pt outcome is listed as fine. Details of event continued. Further info was received on (B)(6) 2011 from the office in (B)(6) stating that the swg got stuck during removal and that is why the md removed the swg and the catheter. It was not possible to remove only the swg.